Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was taken back to the operating room (or) for an outflow graft kink on the right side. The patient was back in the intensive care unit, intubated, and sedated. There were no issues at the time. Follow up log files for the rvad showed the driveline was disconnected and reconnected on (B)(6) 019 which was the day the patient returned to the operating room. After the disconnect / reconnect the flows captured are in the 3.7 to 4.4 lpm range and the harmonic compensation resolved. Manufacturer's technical service representative reviewed the log file and observed low flow events on (B)(6) 2019. They also observed high flows. No further information was received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink could not be confirmed through this evaluation as no product was returned and no images were submitted by the account. Additionally, review of the log files confirmed low flow alarms and although a specific cause for these events could not be conclusively determined, the account stated that the patient was taken back to the or for an outflow graft revision following which, no further issues were noted. Furthermore, review of the log files also confirmed elevations in pump power and flow which appeared to be the result of motor instability; however, a specific cause for these events could not be conclusively determined. The submitted controller log files for the patient¿s rvad collectively contained data from (B)(6) 2019. On (B)(6) 2019, low flow hazard alarms were captured between 4:27:23 am and 2:27:19 pm with estimated flow values ranging from 0.3-0.8 lpm. Upon resolution of the alarms, active harmonic compensation lvad faults were captured, associated with elevated pump power and flow values ranging from 4.5-6.2 watts and 4.8-7.2 lpm, respectively. Review of the lvad event log file revealed corresponding hc_ctrl and rot_noise faults during this time frame with elevated rotor displacement and rotor noise values. Despite the low flow and motor instability events, the actual motor speed remained above the low speed limit without issue. These events continued until the driveline was disconnected on (B)(6) 2019 at 2:47:48 pm. The driveline was then reconnected at 2:47:51 pm, following which, the harmonic compensation faults appeared to have resolved and pump power and estimated flow remained in the ~2.8-3.6 watt range and the ~2.5-4.5 lpm range. No further atypical events or alarms were observed and the pump appeared to function as intended. Review of the submitted log files for the patient¿s lvad revealed no atypical events or alarms. The account reported that the patient was taken back to the operating room (or) for an outflow graft kink on the right side. Following the procedure, the patient was brought to the ICU, intubated and sedated. The patient was reportedly doing well with no further issues. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2019 when the patient ultimately expired (reported under MFR # 2916596-2019-06163). The heartmate 3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, the IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. Furthermore, the hm3 patient handbook, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.